Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. (B)(4).

Event description:
It was reported that during the implant procedure, the physician could not engage the set screw and felt the set-screw was mis-aligned. Out of range impedances were noted on the left ventricular lead. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.